Manufacturer narrative:
Patient's age, weight, date of birth unknown. Device evaluation: biological material was seen on the band of the tip. Heavy epoxy wear seen to the tip, potentially caused by heavy use. As the epoxy wore, the fibers became damaged at the tip.

Event description:
Isr (in stent restenosis) procedure being performed with use of turbo power device. Physician tried 3 passes at different laser settings. Upon removal of the catheter, the tip was found to be damaged. Isr was impassible; physician suspects that heat build up deformed the catheter. Upon return of device to manufacturer and subsequent evaluation, damage was discovered to the epoxy cap and to fibers at the tip of the device. Patient was rescheduled for surgery due to lesion morphology.